Manufacturer narrative:
(B)(4). The reported increased intra-peritoneal volume (high drain error 104) event was identified in the event history log. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed with no abnormalities noted. The device was determined to meet functional and electrical performance specification requirements per rite testing. Additionally, the device history record review did not reveal any manufacturing problems that were related to the reported issue. The direct cause could not be determined. If additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 104 (night drain #4) alarm was identified in the log. This alarm indicates that the patient drained greater than or equal to (B)(6) of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2014 at 22:15:17. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.